Manufacturer narrative:
Device investigation: the suspect component has been returned to vyaire's failure analysis (fa) laboratory for evaluation. The fa engineer installed uim on to avea test station and powered uim into the user mode and resume previous set settings. The uim booted up with no issues. The uim cycled over night for a total of 17 hours and operated normally after leaving the unit ventilating for 17 hours. At this time, the reported event was not duplicated. However, the fa engineer found the wiring cable that connects on to the backlight inverter item# 28418-001 at connector j1 to be pinched between the front bezel item# 22281 and internal plate item# 22278. This finding could have contributed to the event however, this is not a clear conclusion about the root cause of the reported event.

Event description:
The customer reported a blank user interface module (uim) display, while in patient use on this ventilator device. However, the device continued to ventilate the patient. Furthermore, the customer stated no patient harm or injury was associated with this event.